Event description:
It was reported that the patient the patient was unable to adjust the stimulation. It had been a month since the patient had been able to connect the patient programmer (pp) to the implantable neurostimulator (ins), but the patient was able to connect at the time of this report. There was a communication problem between the implantable neurostimulator recharger (insr) and the ins. The patient was not able to get any coupling despite having done an antenna locate once and then again with a new insr antenna as the original antenna was said to have been damaged. The patient had last felt stimulation about a month ago. An ins overdischarge was suspected. The patient had gotten ¿real sick¿ and was diagnosed and given medication for diabetes and had not recharged during that time. The last successful recharging session had been ¿a couple of months¿ prior to the date of this report despite the patient having been trying to recharge for 2 weeks. The anomaly appeared to have occurred through product use. The insr antenna was not returned. Additional information received reported that the patient had received assistance from a manufacturer representative or healthcare provider and the patient's concerns were resolved, though the patient still had concerns with the device or therapy, but was working with a healthcare provider (hcp) or manufacturer representative and had an appointment scheduled for 2014 (B)(6). The manufacturer¿s representative (rep) later reported that they were going to meet with the patient on (B)(6) because, the patient was in overdischarge and it wasn¿t working. Telemetry issues were reported. It was noted the patient hadn¿t charged their implant for the past six months. It was reported that the battery was replaced and the patient was happy with stimulation again.

Manufacturer narrative:
Product ID 37791; serial# unknown; product type recharger product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 3776-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37711, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).